Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history of this device shows that this device has been not in for service in the past 12. The customer issue was not confirmed as there was no air alarm while the pump was pumping and the cut-off pressure was within the specification (1.56 bar). The device shall be returned to the customer once functional and accurate test results are confirmed to be within specification.

Event description:
It was reported that the device exhibited an alarm, "air in the system and overpressure."' There was unknown reported patient involvement.